Event description:
MFR's rep reported the replacement pump was not interrogated prior to implant, the existing implanted catheter was not aspirated of drug, and the new replacement pump was not primed with medication prior to connection to the implanted catheter. The pump was programmed to deliver an unk drug with a concentration and daily dose of 50mg/ml @ 40mg/day.